Event description:
It was reported that the patient had an infection in the past. This occurred approximately 1-2 years prior to this report. The device had been very effective for pain but it became infected and was removed. The patient condition with respect to this event was unknown. Follow-up was performed to determine more information on this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 3487a, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Explant date was not provided on initial report.